Manufacturer narrative:
The device is returned and an evaluation completed for it. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at inspection. Upon inspection of the device, it was observed that the teflon pad (tissue pad) of the device was worn with a piece missing exposing metal of the grasping section. Additionally, there was a mark in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. The coating of the grasping section was partially peeled off. The coating of the probe was partially peeling. The exact cause of the event cannot be exclusively identified. However based on the device evaluation and past investigation results, it is likely the seal and cut short circuit error and the intensively worn of the tissue pad occurred by the following mechanism: 1. The intensively worn of the tissue pad could have happened because seal and cut output was activated while grasping nothing with the grasping section and the probe tip, or kept activating the output after a transection of tissue. 2. The tissue pad was worn away, causing the non-insulated area of the grasping section to touch the probe. 3. The seal and cut output was activated with the non-insulated area of the grasping section touching the probe. This caused the seal and cut short circuit error and the contact marks on the non-insulated area of the grasping section and the probe. The coating of the grasping section could have come off when dirt such as burn was scraped off with something hard. It has been confirmed that the probe coating peels off if the device was handled as below. However, it cannot be conclusively determined if such handling actually caused the reported phenomenon. -activate the device in seal and cut mode for a long duration while no tissue is grasped by the grasping section and the distal end of the probe. Activation in seal and cut mode continued after completion of a tissue cutting is also included in such activation. The instructions for use includes the following statements that warn against the issue: ·do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. ¿ if the grasping section, metal-exposed area around it or the probe tip gets tissue stuck during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Event description:
Customer returned the device for the issue of an u508 short circuit error that was received during an unknown procedure. The procedure was successfully completed with a new device with no delay. There is no harm or adverse impact to the patient. Upon evaluation of the returned device, it was observed that the teflon pad of the device was worn with a piece missing exposing metal of the grasping section. This medwatch is being submitted for the worn teflon pad with grasping section metal exposed observed during device evaluation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 26-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.